Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings while wearing an adc freestyle libre sensor. Customer reported he obtained sensor scan results of 'lo' (reading <40 mg/dl) and 45 mg/dl and "became nearly unconscious". Customer was seen at a hospital where laboratory results of 800 mg/dl and 929 mg/dl were obtained. The lab result of 800 mg/dl was reportedly obtained within 10 minutes of the sensor scan result of 45 mg/dl. The results when plotted on the parke's error grid fell 'out of range', showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and administered insulin treatment. There was no report of death or permanent impairment associated.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor plug and no issues were observed. Removed the sensor plug and inspected the connector. All three contacts were installed properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.this serves as a correction report. (Device available for eval), (evaluation codes) and (addtl mfg narrative) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported receiving low readings while wearing an adc freestyle libre sensor. Customer reported he obtained sensor scan results of 'lo' (reading <40 mg/dl) and 45 mg/dl and "became nearly unconscious". Customer was seen at a hospital where laboratory results of 800 mg/dl and 929 mg/dl were obtained. The lab result of 800 mg/dl was reportedly obtained within 10 minutes of the sensor scan result of 45 mg/dl. The results when plotted on the parke's error grid fell 'out of range', showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and administered insulin treatment there was no report of death or permanent impairment associated associated with this event.